Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 1.9 mmol/l and 7.5 mmol/l, 2.1 mmol/l and 12.5 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).